Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information requested: did they have any difficulties during the initial procedure? What was the shape of the clips? How long post op before the patient returned? Were clips visible during the reoperation, describe the shape of the clips? Was the reop performed open or laparoscopically?

Manufacturer narrative:
(B)(4). Additional information was provided from the rep after he spoke to the surgeon: "I provided incorrect information regarding post-operative complications as it relates to this procedure where a ethicon er320 device was utilized by a surgeon and resident. For this event, neither the surgeon, nor any other (B)(4) medical staff, performed a follow-up operation to repair a cystic artery bleed following laparoscopic cholecystectomy. The surgeon indicated no follow-up procedure was done. Only that - patient presented with significant pain post-operatively and subsequent diagnostic imaging showed a hematoma in the patient¿s upper right quadrant. Cause of hematoma could be many factors as the patient had a fatty liver and severe cholecystitis. No cystic artery bleed is involved with this event which may have resulted from er320 utilization. And no corrective procedure performed."

Manufacturer narrative:
(B)(4). As the surgeon confirmed there was no quality issue with the device and the bleeding was not related to the use of the device nor did the patient require a reoperation, the file is being voided.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The surgeon stated that two clips had been placed on the cystic artery during the original procedure. The patient returned with a cystic artery bleed. The patient was returned to the operating room for surgeon to repair the cystic artery. The patient's upper right quadrant was full of blood, however, no transfusion required. It is unknown how the artery was repaired. The patient is doing find. Device was discarded.